Manufacturer narrative:
Block h6: imdrf device code a04061 captures the reportable event of cutting wire kinked. Block h11: (investigation result). Media evaluation noted that the cutting wire was slightly bent. No other problems with the device were noted. The reported event of cutting wire kinked was confirmed. Upon analysis of the provided picture, it was found that the cutting wire was slightly bent however, the most probable cause of the observed and the reported problem cannot be established due to lack of evidence. The product was not returned for analysis to identify any problem with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device did not bow at the time of cutting. It was reported that the cutting wire appeared deform. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event note: photo of the complaint device outside the patient was provided by the customer and shows the cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device did not bow at the time of cutting. It was reported that the cutting wire appeared deform. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and shows the cutting wire kinked.

Manufacturer narrative:
Block h6: imdrf device code a04061 captures the reportable event of cutting wire kinked.